Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a rash. The sensor was inserted into the abdomen on (B)(6) 2016. The rash was located underneath the sensor. On (B)(6) 2016, the patient consulted with their doctor regarding the rash and was given samples of locoid lotion (hydrocortisone butyrate 0.0%). The reaction was treated with the recommended locoid lotion. No additional event or patient information is available.